Manufacturer narrative:
The actual device in the reported incident was returned for evaluation. The safety clip was located on the shaft of the needle and was not covering the tip of the needle. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It was reported the nurse laid the needle down on the bedside tray after use. When grabbing for extension tubing on same tray felt a stick on thumb and saw blood under his glove and noticed safety had not completely deployed. It is possible that the clip on the needle was manipulated and forced off the needle as it was being set down, and exposed the needle resulting in a needlestick. However, since it was reported that it is not known if the clip covered the tip of the needle when it was being set down, no specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer for evaluation.

Event description:
As reported by the sales rep per the user facility: safety clip failure and subsequently the nurse received a needlestick injury. No other information is available at this time. On (B)(6) 2011 - additional information provided by the sales rep indicated the nurse was starting the IV in the operating room and pulled the stylet out and placed it on the bedside tray. When grabbing for extension tubing on same tray felt a stick on thumb and saw blood under his glove and noticed safety had not completely deployed. It is not known if the clip covered the tip of the needle when it was set down. No further information was made available regarding protocol bloodwork testing, as this information is confidential.